Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about 2007 at (B)(6) medical center in (B)(6) by dr. (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on or about 2007 at (B)(6) center in (B)(6) by dr. (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, diff. Remove, thrombus at filter, migration, tilt, back pain near lung'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported back pain near lung is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/20/2016 as follows: the plaintiff allegedly received a filter implant via right internal jugular vein on (B)(6) 2007 due to bilateral pe with anticoagulation contraindicated. On (B)(6) 2007, the plaintiff allegedly underwent an inferior vena cavagram with possible filter removal; the attending physician decided not to remove the filter due to thrombus present at the filter. On (B)(6) 2007, an unsuccessful retrieval attempt allegedly occurred. The plaintiff alleges migration, tilt, and back pain near lung.